Manufacturer narrative:
Updated investigation findings: one sample was returned, and nine samples were not returned. There was one case with a method code of testing of actual/suspected device (10), there were nine cases with method codes of device not returned (4114), there were six cases with method codes of analysis of production records (3331), there were three cases with method code of type of investigation not yet determined (4118), there was one case with a results code of operational problem identified (114). There were five cases with results code of no findings available (3221) there were three cases with result code of results pending completion of investigation (3233). There were seven cases with conclusion code of cause not established (4315). There were two cases with conclusion code of conclusion not yet available (11), the manufacturer internal reference number is: (B)(4)

Event description:
This report summarizes malfunction reports of defective intraocular lenses (iol) . The reported patient ages were unknown. There were 10 patients with unknown gender.

Manufacturer narrative:
One sample was returned, and nine samples were not returned. There were six cases with method codes of device not returned (4114), analysis of production records (3331), a results code of no findings available (3221) and a conclusion code of cause not established (4315). There were 3 cases with method code of type of investigation not yet determined (4118), conclusion code of conclusion not yet available (11), a result code of results pending completion of investigation (3233).  There was one case with method code of device not returned (4114), insufficient information available (4119), results code of no findings available (3221) and a conclusion code of cause not established (4315). The manufacturer internal reference number is: (B)(4).